Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed the self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. There was no motor error alarm on the device. The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the lcd window.

Event description:
Customer reported via phone call motor error alarm and prime anomaly on the insulin pump. Customer's blood glucose reading was unknown. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer was able to rewind the insulin pump and the alarm occurred during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.